Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Materials#: 309653 batch#: 3208328. It was reported by the customer that the operators noticed a tiny black particulate on the tip of a 50 ml syringe. Verbatim: rcc received a complaint via email. Email(s) attached. Complaint description: on 13 mar 2024, during lot processing in the grade a manufacturing area, xxx and xxxx therapy associates/ operators noticed a tiny black particulate on the tip of a 50 ml syringe. Upon discovery of the black particulate, a new syringe was used in order to continue with production. No other similar particulates were noted. Syringe 50ml ll tip 1 ml from bd medical batch number 3208328 has been placed on qa hold at minaris ( (B)(6) ) and the subject scar al-scar-24005 has been issued. It is important to note that the tiny black particulate was observed while the syringe was still in its original packaging and had not been opened by the operators. Product number - 309653.

Manufacturer narrative:
Pr 10017506 follow up for device evaluation . It was reported there was a tiny black particulate on the tip of a 50 ml syringe. To aid in the investigation, four samples in sealed packaging blisters and two photos were provided for evaluation by our quality team. A visual inspection was performed, and one sample has embedded degraded resin at the syringe barrel luer lock. The photos show a syringe that has a dark colored speck in the syringe barrel luer tip. From the photo it appears to be embedded degraded resin. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 309653, lot 3208328. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. This lot meets bds acceptance criteria. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Materials#: 309653 batch#: 3208328. It was reported by the customer that the operators noticed a tiny black particulate on the tip of a 50 ml syringe. Verbatim: rcc received a complaint via email. Email(s) attached. Complaint description: on 13 mar 2024, during lot processing in the grade a manufacturing area, xxx and xxxx therapy associates/ operators noticed a tiny black particulate on the tip of a 50 ml syringe. Upon discovery of the black particulate, a new syringe was used in order to continue with production. No other similar particulates were noted. Syringe 50ml ll tip 1 ml from bd medical batch number 3208328 has been placed on qa hold at minaris (allendale, nj) and the subject scar al-scar-24005 has been issued. It is important to note that the tiny black particulate was observed while the syringe was still in its original packaging and had not been opened by the operators. Product number - 309653.

Event description:
No additional information received. Materials#: 309653 batch#: 3208328. It was reported by the customer that the operators noticed a tiny black particulate on the tip of a 50 ml syringe. Verbatim: rcc received a complaint via email. Email(s) attached. Complaint description: on 13 mar 2024, during lot processing in the grade a manufacturing area, xxx and xxxx therapy associates/ operators noticed a tiny black particulate on the tip of a 50 ml syringe. Upon discovery of the black particulate, a new syringe was used in order to continue with production. No other similar particulates were noted. Syringe 50ml ll tip 1 ml from bd medical batch number 3208328 has been placed on qa hold at minaris (allendale, nj) and the subject scar al-scar-24005 has been issued. It is important to note that the tiny black particulate was observed while the syringe was still in its original packaging and had not been opened by the operators product number - 309653.

Manufacturer narrative:
(B)(4) follow up. It was reported there was a tiny black particulate on the tip of a 50 ml syringe. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a syringe that has a dark colored speck in the syringe barrel luer tip. From the photo it appears to be embedded degraded resin. No other defects or imperfections were observed. A device history record review was completed for provided material number 309653, lot 3208328. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. This lot meets bds acceptance criteria. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.